Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room on (B)(6) 2021 due to hyperglycemia. Blood glucose at the time of hospitalization was 402 mg/dl. Customer also reported blood glucose level of 491 mg/dl. Based on customer's report customer did alleged insulin pump for possible under delivery anomaly. Customer noticed her blood glucose went high after changing infusion set. Customer had been using the insulin pump system within 48 hours of reported high blood glucose. Customer was using insulin pen to treat their blood glucose. Customer was not using auto mode feature at the time of reported event. Insulin pump will be returned for analysis. Reservoir will not be returned for analysis.